Manufacturer narrative:
No unexpected button error alarms were noted on the insulin pump. There was intermittent button response on the down arrow button due to moisture damage on the keypad traces as well as on all electronic assemblies. The following cosmetic damage was found on the pump: a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump received a button error. The patient's blood glucose at the time of incident was 85 mg/dl. Customer believes that the pump suffered possible water damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.